Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "probe was not cutting" (failure to cut). A facility reported a probe was not cutting. The probe was replaced and the surgery was completed. No patient harm was reported.